Event description:
It was reported that a dissection occurred. The patient was diagnosed with coronary artery disease (cad). A percutaneous transluminal coronary angioplasty was performed on a left anterior descending artery (lad). A 2.5 x 12 nc balloon was advanced to predilate the lesion. Following predilatation, a 3.00 x 48 synergy drug eluting stent was advanced to the target lesion and deployed. Following deployment, a 3.0 x 48 nc balloon was advanced to post dilate the lesion at nominal pressure. A proximal edge dissection was noted. It was noted that the stent was cause of the dissection. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported in relation to this event.